Manufacturer narrative:
There was no allegation that the device was implicated in the death of the patient. The device had been interrogated in 2010 and found to have normal function. There was a question on the returned paperwork that suggested the device was at elective replacement prematurely, however it should be noted this interrogation took place after it had been removed and returned to the clinic in calgary after the patient had expired. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. There was no allegation that the device was implicated in the death of the patient. The device had been interrogated in 2010 and found to have normal function. There was a question on the returned paperwork that suggested the device was at elective replacement prematurely, however it should be noted this interrogation took place after it had been removed and returned to the clinic in (B)(6) after the patient had expired. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. The change is reflected in this report.

Event description:
It was reported that a patient with an implantable pulse generator system died. It was also reported that the device had a premature depletion of battery as indicated by the patient alert for elective replacement time. This alert was noted at the interrogation of the device after it had been removed from the deceased. A cause of death was requested and not received.